Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch mmj985, m870919 and no non-conformances were identified.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date in 2019 and suture was used. The suture broke or was detached from the suture during use. Another like device was used to complete the procedure. There were no patient consequences were reported.